Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was tested for both upstream and downstream occlusion detection and passed. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. The device was found within specification and no correction is required. Additionally it is noted that if the line is occluded both upstream and downstream the tubing will not be able to achieve the state where an occlusion alarm would trigger. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump did not alarm for upstream or downstream occlusion when the clamps were closed. A patient in the obstetrics was receiving intravenous fluids (ivf) and the line was clamped both upstream and downstream of the pump yet the device did not alarm. The pump was showing fluids given. The patient did not receive ivf for part of the shift until the line was unclamped. There was no report of patient injury or medical intervention associated with this event. No additional information is available.